Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsvt4b13, (imp,tsv,4.1,13,mtx,mg) for evaluation. Visual evaluation was performed, there was bone debris on the external threads. Damage/wear on implant due to the removal process. Unable to view internal threads of implant due to fracture abutment stuck inside the implant. DHR review was completed for the subject lot number 1275768. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1275768 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : damaged threads¿. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz, the most likely root cause determined from the investigation was customer error. The torque or speed applied during placement/seating exceeded the recommended value. Therefore, based on the available information, a device malfunction did occur. The implant had a fractured screw stuck inside. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the implant in site 22 was striped or cross threaded and could not fully seat healthy abutment. Patient had implants placed prior as two stage procedure. Cover screw placed and primary closure. Patient was seen to uncover implants on (B)(6) 2024. Implant #22 cover screw removed. Healing abutment placed and finger screwdriver and wobble of abutment was not smoothly threaded. Attempted to placed twice and tried 2nd abutment. Also not staying centered and wobbled cross threading decision make to remove implant and to indicate that the threads where stripped. No further patient impact and will replace implant in the future. Patient has a history of smoking type 2 bone.